Event description:
Implant broke off into pieces upon insertion during a posterior bankart surgery. Some of the broken pieces were removed, but the tip remains in the patient's bone. The surgeon completed the repair with an additional implant of the same lot and a different implant. Hospital reported no adverse consequences with the patient as a result of this event. This device is used for treatment.

Manufacturer narrative:
Device was not returned and the customer's complaint could not be verified. This is the first complaint of this type involving this lot number. DHR review revealed nothing relevant to this event. The cause of this event could not be determined without implant evaluation.